Event description:
As reported: "an alpha femur antegrade targeter broke during a case. When the doctor was striking the strike plate from the bottom portion of the targeter, where the wheel was flew off. The strike plate and targeter both broke. Excess force was used. Rep had another strike plate and the wheel did not interfere with the holes at the bottom of the targeter. This took place during a primary surgical event. The procedure was completed successfully with a 20 minute delay. Had to modify the instrumentation because the breakage threw off the trajectory of the holes. No impact to the patient.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The targeting arm was visually inspected in which we can see that the hole used for the strike plate is heavily damaged at the opposite end which confirms the application of excessive force. Similarly, the distal end of the targeting arm is broken off, and the breakage surface indicates breakage in a brittle manner which is from the excess force application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue as there are clear signs of the application of excessive force. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an alpha femur antegrade targeter broke during a case. When the doctor was striking the strike plate from the bottom portion of the targeter, where the wheel was flew off. The strike plate and targeter both broke. Excess force was used. Rep had another strike plate and the wheel did not interfere with the holes at the bottom of the targeter. This took place during a primary surgical event. The procedure was completed successfully with a 20 minute delay. Had to modify the instrumentation because the breakage threw off the trajectory of the holes. No impact to the patient."